Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal involved had no suture to cut. There were no problems during the procedure until the incident. Manual compression was done. Patient is fine. This procedure was performed by prof. (B)(6). Additional information was received on 17 oct 2022: the patient procedure prior to the angio-seal device was used was a neuroradiology intervention. An 8 french sheath used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. The issue did occur during the pull back, and the entire device came out during this step. The patient was in stable condition. There was no equipment or other devices used with the reported product.

Manufacturer narrative:
Investigation findings - code 3221 is based upon the evaluation of user facility information and no device returned for investigation; code 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - code 4315 is based upon no device return; code 67 is based upon evaluation of the returned unused sample this report is being submitted as follow-up no. 1 to provide the unused device return date in section d9, to update section h3, and to provide the completed investigation results. Two (2) 8 fr angio-seal vip was returned for product evaluation. Both samples were found to have been unopened and unused. The devices were opened and visually inspected. All components were found to have been intact and no issues were found with either device. Functional testing was performed by opening the carrier tubes and attempting to deploy the internal components. Both carrier tubes were able to fully deploy, and all internal components were intact. No issues were identified with either device. The complaint was unable to be confirmed as the complaint device was not returned for analysis. The exact root cause of the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the distal tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).